Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. Unable to test failed battery test alarm, low battery alarm, operating currents and off no power alarm due to blank display. The insulin pump had minor scratches on display window.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. The customer also reported receiving a failed battery test alarm prior to the blank display. It was also found the battery on the insulin pump did not last for more than one week. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis